Event description:
A representative reported the patient¿s pump had been without drug for about five to seven days. The patient did not have any withdrawal symptoms and stated that they had no patient information at the time of the report. The medication infused was unknown.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).